Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to be updated as it was not possible to select on the left side of the screen where the install option was located. It was noted that the cursor would not follow the stylus, tried a different display and controller board with no improvement. Inspected the cables with no fault found. Replaced the computer platform (cp). Loaded and updated software and added synchronizing software. Device passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required session synchronization software. It was noted that a software universal serial bus (usb) device was attempted but it would not respond. An attempt to install the software from the software distribution network (sdn) would not allow the user to select the "install from" option. Troubleshooting steps were tried but the issue persisted. It would not connect to the internet with valid port or ethernet cord. The product was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.